Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -6.5/1.5/078 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced vertically with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Pt info: unk. Device problem code: 1494 - off-label use, acd<3.0mm. Claim # (B)(4).